Manufacturer narrative:
Analysis was performed a remote support engineer (rse) who remoted into the system and checked the device status. He found the multiple access points (ap's) were in an unregistered state. By engaging the customer clinical network engineers (ne's) it was identified that vlan 101 port was down. The ne's rebooted the switch ports for vlan 101 and most of the ap's returned online which solved the reported issue. Only five ap's were still offline. The ne's advised they will check the physical location and to verify the power, patch cabling and ap led status. Based on the results of the analysis, the product was confirmed to be operating per specifications and the cause of the reported problem was due to the customer supplied network settings. The issue was resolved by rebooting the switch ports. A review of the service history for this device confirm the problem has not been reported again for this device.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the wireless monitoring was lost due to multiple access points (aps) offline, causing disconnection of mx40 telemetry devices. The device was in use on a patient. There was no report of patient or user harm.